Manufacturer narrative:
A replacement power supply was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported to customer svc through email that the transformer for her pump in style advanced breast pump fell and split open, indicating a breach, which is a safety risk.